Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for the neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome" pain 132 (2007) 179-188. Page 186. A male patient, experienced an infection at the implant site, resolution required hospitalization, but no surgery. Journal reference

Manufacturer narrative:
See scanned pages.